Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2013 and a reservoir was connected to a drain. When the reservoir was activated, the reservoir only inflated a little bit and then did not suction at all. The surgeon deactivated the reservoir and lowered it below the drain and the patient's fluid flowed into the reservoir. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-00827. The same patient is represented in each medwatch.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. There were no obvious visual problems with the returned sample. The reservoir was connected to tubing and it was activated to check the suction. The reservoir¿s fluid flowed well and it worked as expected. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.